Event description:
It was reported that the patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was buried deeper in the pocket. Stimulation was restored following the procedure.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a results, the ipg was positioned deeper in the pocket to address the issue. Stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.